Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer experienced a low blood glucose (bg) of 30 mg/dl and was unconscious. Customer gave a glucagon injection and was treated with intravenous fluids of saline. The customer was released from hospital (customer unable to recall date) with the issue resolved and no permanent damage. The customer alleged that the pump software did not accurately adjust the amount of insulin delivered; however, this allegation could not be confirmed as the customer did not upload pump data for review and did not respond to multiple contact attempts. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.